Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) levels following a repatha injection on (B)(6) 2025, coinciding with starting the ilet and possible inaccurate meal announcements. Blood glucose (bg) ranged from 52 mg/dl to 230 mg/dl. The agent reviewed proper low treatment and emphasized accurate meal announcements. The ilet resumed dosing after the high, and lows were treated with smarties. The user was advised to follow up with their healthcare provider (hcp) and clinical diabetes specialist (cds) for further guidance. The user's lowest blood glucose (bg) recorded was 52 mg/dl. Bg was corrected by eating smarties. No symptoms or medical intervention were reported during the event and at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.